Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is not reported. The patient was hospitalized for this event. The treatment and outcome of peritonitis were not reported. The action taken with dianeal therapies was unknown. Additional information was requested, but is not available at this time. This is report 2 of 3.